Event description:
It was reported that the caller did not observe insulin drops at the end of the tubing during the fill tubing step, and they ran out of insulin before completing the loading process. There was no adverse impact to the customer's blood glucose level. Customer technical support educated the caller on proper procedure. The customer was independently able to load a new cartridge and resumed insulin delivery.